Event description:
It was reported through the litigation process that seven months and twenty-nine days post a port placement via the right subclavian vein, the port allegedly would not gave a blood return when accessed. It was further reported that the port was found to have disconnected and the entire catheter fragment had embolized, likely coiled within the right main pulmonary artery, and a fluoroscopic image demonstrated a free floating port catheter within the main right pulmonary artery. Reportedly, the entire catheter fragment was removed by snare retrieval and the port was removed and replaced. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five months and twenty-six days post port placement the patient¿s port-a-cath would not give blood return when accessed. Port-a-cath was re-accessed with no success in obtaining blood return. The port-a-cath was hand power flushed. The patient was discharged home. Pre-procedure image demonstrated that the entire catheter fragment had embolized, likely coiled within the right main pulmonary artery. No ectopy or dysrhythmia was noted. Fluoroscopy image from port check demonstrated dislodged and embolized catheter fragment. Around three days later, computed tomography demonstrated port in appropriate position. Surgically placed right subclavian vein port found to have disconnected and embolized catheter in right pulmonary artery. Based on position, catheter unlikely to cause significant ectopy. However, recommended urgent attempted image guided foreign body retrieval. Around two months and ten days later, image guided foreign body snare retrieval and port removal was planned. A short transverse incision was made. The port was then removed. Around a day later, left external jugular vein cutdown and placement of 6 fr powerport under fluoroscopy was planned. After placement good blood return, the catheter was flushed. Therefore, the investigation is confirmed for the reported disconnection, suction problem and migration. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.